Manufacturer narrative:
The device involved in this event has been returned, and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
Treatment of an aneurysm. It was reported the tip of the catheter came off when the physician was shaping the tip of the catheter. The catheter was not used in the pt. No pt injury reported.